Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found a frozen sleeve over a dirty collet in the reported problem area of the pipette assembly. Two tip clamps and a plunger clamp were replaced. The instrument was inspected, tested without further problem, and returned to svc.